Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg has an increased recharge burden. Surgical intervention may be taken to resolve the issue.

Event description:
It was reported the patient¿s ipg has an increased recharge burden. Surgical intervention was undertaken on (B)(6)2022, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.